Event description:
A physician reported a pt who was double skin tested on 5 december 1995 and 4 january 1996 with negative results. She was treated on 1 january 1996 into the nasolabial folds and oral commissures. On 4 february 1996, the pt developed redness, swelling and lumpiness at the treatment sites. The test sites remained asymptomatic. No medical or surgical intervention was prescribed. Some time between 04/1996 and 10/1996, after ingestion of alcohol, the treatment sites became lumpy; the test sites remained asymptomatic. On 4 october 1996, the pt was nauseated and vomited after consuming an alcoholic drink. After this alcohol, her test site was a fluid filled blister approx one inch diameter. The facila implants were purple. By 7 october 1996, the symptoms had resolved and the test site was a brown spot. On 23 november 1998, the physician reported that the pt still had blisters at the treatment and test sites when drinking red wine. The physician diagnosed the symptoms as an allergic phenomenon.